Event description:
The patient stated she felt nauseated today and her heart was pounding. Her blood glucose measured 372 mg/dl. Her normal blood glucose range is around 180mg/dl. She stated she changed her infusion site and the cannula was bent. She stated she ate a hamburger and gave herself a 5 unit bolus but she forgot to bolus 1 unit to fill the cannula. She stated she felt better and she will test her blood glucose again in 30 minutes. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.